Event description:
It was reported that the customer experienced issues with the sensor. The customer's blood glucose was 423 mg/dl. The customer treated their blood glucose with manual injections. The customer had been receiving lost sensor and calibration error alerts. The customer's mother explained that the customer had not been able to calibrate. At the time of the call, the customer was no longer using the sensor. The customer reportedly was receiving sensor glucose and blood glucose readings with huge differences. Troubleshooting was done. Upon checking the alert history of the insulin pump, the customer stated that his insulin pump had been suspended when his actual blood glucose was above 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.